Event description:
Control testing performed on the hcg urine cassette rapid test found that some of the kits from lot number hcg1022010 got a positive result on a negative control. (Some from this lot did have acceptable quality control results.) This testing was control testing only. Internal recall of lot number hcg1022010 conducted and vendor contacted directly regarding issue. Samples from affected lot will be sent vendor for investigation.